Event description:
It was reported that the zeta was to be placed in the rca, which was calcified, distal to previously place stents. There was difficulty placing the stent,and when the device was pulled back to the guide catheter, it was seen that the stent was not there and it had dislodged near the lesion, undeployed. Using the same device, the physician was able to adequately deploy the stent at the correct lesion site. No patient injury was reported.